Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred va at all distances, halos, and ghosting of letters when reading. The lens was explanted in a secondary procedure approximately 4 months after initial implantation. The lens was replaced with a monofocal lens. Additional information received stating there was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and, handpiece. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint of "explant, blurred va at all distances, halos, ghosting of letters". The file indicated that the explanted lens will not be returning. The file indicated that the company toric (3.75 cyl.) 16.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company 16.0 diopter monofocal lens. This information that a toric lens was replaced with a monofocal lens may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).